Event description:
The customer observed falsely depressed architect total b-hcg results for one patient. The initial test result on (B)(6) 2023 was >15,000 miu/ml. Ultrasound diagnosis: pregnancy, the fetus was consistent with a two months pregnancy (calculated from the start of the last menstrual period). On (B)(6) 2023 the hcg result was <1.2 miu/ml and the physician is questioning this result. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and accuracy testing with a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 42508ud01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed architect total b-hcg results for one patient. The initial test result on (B)(6) 2023 was >15,000 miu/ml. Ultrasound diagnosis: pregnancy, the fetus was consistent with a two months pregnancy (calculated from the start of the last menstrual period). On (B)(6) 2023 the hcg result was <1.2 miu/ml and the physician is questioning this result. No impact to patient management was reported.